Event description:
Got blisters on the side of his hip [blister]. He got like red marks on him [erythema]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6)-years-old (B)(6) male patient started to receive thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient only wore that thing for two hours on unspecified date and then he got like red marks on him and on (B)(6) 2016, he had blisters on the side of his hip from the thermacare patch. He has not went in to a physician because all of a sudden, it was just red, and on (B)(6) 2016, it just blistered. He was a kind of hurt even though he was trying to get better. He was hurt from this product, so he did not want to spend more and go the doctor to get this looked at. The blistered was not resolved and red was not reported. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event erythema is assessed as associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event erythema is assessed as associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Event verbatim [preferred term] got blisters on the side of his hip [blister] , he got like red marks on him [erythema] . Case narrative: this is a spontaneous report from a contactable consumer. A 45-year-old male patient started to receive thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient only wore that thing for two hours on unspecified date and then he got like red marks on him and on (B)(6) 2016 he had blisters on the side of his hip from the thermacare patch. He had not went in to a physician because all of a sudden it was just red, and on (B)(6) 2016 it just blistered. He was a kind of hurt even though he was trying to get better he was hurt from this product so he did not want to spend more and go the doctor to get this looked at. The action taken in response to the events for the product was unknown. The outcome of the events was unknown. According to the product quality complaint group: reasonably suggest device malfunction? No. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status was not received. Follow-up (23mar2020): new information received from the product quality complaint group included investigational results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event erythema is assessed as non-serious and associated with the device use. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status was not received.